Manufacturer narrative:
The insulin pump was received with critical pump error and multiple pump error alarms confirmed in history file due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked battery tube threads, minor scratches on case, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump ahs taken water. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.